Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure, internal battery fault, and internal battery not authentic error codes were found in the device's error log. The internal battery needs to be replaced to resolve the issue. No repairs were performed. The unit was scrapped.